Event description:
It was reported that approximately eight years post vena cava filter deployment; during filter retrieval several detached filter limbs were discovered. The filter and two detached limbs were successfully captured and retrieved. The patient status at this time is unknown.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The device was not returned. Images were not provided. The complaint investigation is inconclusive for limb detachment.